Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic radical hysterectomy procedure, when the patient was in the operating room and under anesthesia, the arm cart assembly display (acad) on the aca turned yellow after calibration, without showing an error message. The team tried opening and closing the port latch, braking and unbraking the arm, pressing the trocar sensor to check it was stuck, attaching and detaching the sterile interface module (sim), which also did not display its use life, after which still the issue persisted. The arm was then rebooted, it passed calibration, and the yellow display disappeared. There was a 10-minute surgery delay due to the arm restart. There was no patient injury.

Event description:
It was reported that prior to a robotic laparoscopic radical hysterectomy procedure, when the patient was in the operating room and under anesthesia, the arm cart assembly display (acad) on the aca turned yellow after calibration, without showing an error message. The team tried opening and closing the port latch, braking and unbraking the arm, pressing the trocar sensor to check it was stuck, attaching and detaching the sterile interface module (sim), which also did not display its use life, after which still the issue persisted. The arm was then rebooted, it passed calibration, and the yellow display disappeared. There was a 10-minute surgery delay due to the arm restart. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates that the logs show the affected aca was connected to tower power supply controller (tpsc) port 2 and that after calibration, there is an error: "acad: failed to update text on densitron device". Evaluation of the device data indicates that the aca was connected as aca 3 and it displayed an error code related to a display failure. This error occurred on the arm cart assembly display (acad) where setup and surgery modes, if the acad software fails, it reports a system operable error which can be dismissed. The error message associated with this states: "caution: partial alarm system failure. Alarm audio, arm/cart leds, and/or arm displays may have failed. Touch dismiss to resume use". Evaluation of the field service notes for the reported arm cart assembly confirmed the reported condition. The most likely cause could be traced to a component failure in the arm cart assembly display. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.